Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health effect- clinical code: 4581- 'emesis' should be added. H11- manufacturer narrative: iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the len is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced severe headaches, emesis and an elevated iop. On the same day separate surgery the lens was explanted. At a later date a shorter length was implanted and the problem was resolved.